Event description:
Download data from a (B)(6) male pt revealed several abnormal shutdowns. Zoll customer support contacted the pt and issued him a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is underway. The reported problem (abnormal shutdowns) was confirmed. Upon investigation the monitor was intermittently resetting. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause analysis. No adverse event resulted from the defective monitor. The pt rec'd a replacement monitor.